Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that appropriate atrial sensing could not be confirmed on electronic transmission on the leadless implantable pulse generator (ipg) approximately six days post implant. The ipg remains in use. No patient complications have been reported as a result of this event.